Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the damaged resistor was the ems defibrillation while the patient was being actively monitored by the lifevest, as the lifevest is not defibrillator-proof for non-lifevest defibrillations. The damage to the r781 resistor did not occur as a result of a device malfunction, and the damaged resistor did not cause or contribute to the adverse event. Electrode belt sn (B)(4) has not yet been recovered for investigation. There is no information in the attached download data to suggest that there was an electrode belt malfunction.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018 and was treated by the lifevest the prior day. The patient was home at the onset of the event, and was transported to the hospital via ambulance where he passed away on (B)(6) 2018. The patient was alert when the lifevest alarms began, but then lost consciousness. A review of download data indicates that the patient was treated five times by the lifevest on (B)(6) 2018. At 22:06:33 the patient degraded to vf. Treatments #1 and #2 were delivered at 22:09:13 and 22:10:29 during vf. The arrhythmia was briefly converted to a slower rhythm by both treatments, but the patient again degraded to vf after both treatments. Treatment #3 was delivered at 22:10:29 during vf. The post-shock rhythm was asystole. Treatment #4 was delivered at 22:11:00 during asystole. Oversensing of low-amplitude cardiac input signal contributed to the false detection. The post-shock rhythm was an accelerated idioventricular rhythm transitioning to bradycardia. The patient again degraded to vf and the lifevest delivered a final treatment at 22:14:43. The post-shock rhythm was a paced rhythm with nsvt, transitioning to a sinus rhythm with bigeminy. At 22:18:32 the patient's rhythm degraded to vf and motion artifact was evident in the ECG recordings. No lifevest treatment was delivered because bystanders were pressing the response buttons. It is likely that ems had arrived by this time, as a non-lifevest defibrillation was administered at this time. The external defibrillation converted the vf, but the patient again degraded to vf around 22:23:38. No lifevest shock was administered due to the presence of CPR and motion artifact. The lifevest ECG signal was disrupted by motion artifact until the lifevest electrode belt was disconnected at 23:13:41. It is likely that the source of the motion artifact was the ems resuscitation efforts. The patient was transported to the hospital and passed away at some time on (B)(6) 2018. The lifevest was not worn at the time of patient passing. No deficiencies were alleged against the lifevest.